Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the screw fractured inside the implant causing removal of the implant.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An unknown 3i screw was returned for investigation within an osseotite® implant 5 x 11.5mm (oss511). Visual evaluation of the as returned implant product identified bone residue and foreign material around the external threads. Also, slight damage possibly from the removal process was identified around the threads and the collar. Screw fragments were stuck in the drive feature of the implant. Functional testing to recreate the reported event could not be performed due to the nature of the devices and event. No pre-existing conditions were noted on the per. The reported device was located on tooth #19 and the length of usage is unknown. Pictures or x-ray images were not provided. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review and complaint history review could not be performed, as the lot numbers associated with the reported screws are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (unknown 3i screw) dating back to 12 months from now. The complaint history review revealed that there are no existing non-confformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. February post market trending was reviewed and there were no actionable events or corrective actions for the reported event or devices. Based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: b4: date of this report. D11: concomitant medical product and therapy dates. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H6: entered evaluation codes. H10: added manufacturer narrative.